Manufacturer narrative:
Section h10: (e3) occupation: physician (g5) PMA/510(k)number: k063569 (h3) primary surgery: 2013. The surgeon revised an equinoxe reverse tsa due to recurrent dislocations. There is no indication that there was a malfunction with the device, the most likely cause of the dislocations is related to the patient condition. Equinoxe is intended for individuals who have degenerative disease of the shoulder. Product was not returned. No additional information provided. Indications for use: the equinoxe shoulder system is indicated for use in skeletally mature individuals with degenerative diseases or fractures of the glenohumeral joint where total or hemi- arthroplasty is determined by the surgeon to be the preferred method of treatment. Per IFU # 700-096-060 rev. M states in post op instructions: all patients should be instructed on the limitations of the prosthesis and the possibility of subsequent surgery. The patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses, and follow the written instructions of the physician with respect to follow-up care and treatment. The patient should be warned against unassisted activity, particularly in lifting, and that active motion should not be initiated until recommended by the surgeon in order to ensure subscapularis healing is complete. Patients must be informed that their weight and activity level may affect the longevity of the implant. Patients should be advised to report any pain, decrease in range of motion, swelling, fever, or unusual sounds as this may indicate positional changes in the implant that could lead to premature failure. Normal wear of the implant given the state of knowledge at the time of its design cannot in any way be considered to constitute a dysfunction or deterioration in the characteristics of the implant. Failure to adhere to these recommendations will result in increased probability of poor function, loosening, wear, fracture or premature failure. (H4) device manufacture date: 29-sep-2012 no information provided in the following section(s): a2, a4, a5, b6, b7, d6, d11, g8, h6, h7

Manufacturer narrative:
Pending evaluation.

Event description:
Primary surgery: 2013. (B)(6) revised an equinoxe reverse tsa due to recurrent dislocations.